Event description:
The customer reported having unexplained high blood glucose of 266mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. The caller could not run the manual prime test because she removed the entire infusion set and found that the tubing was bent. Ran the high pressure test and the test failed twice. The customer could not run the high pressure test properly because she was shaking due to parkinson's disease. Instructed the customer to remove the cannula, and it was bent and occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.